Manufacturer narrative:
The customer informed physio-control that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's therapy pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device's service indicator illuminated indicating. The customer checked the device event log and observed an event code logged in the device's memory. The event code logged is indicative of a potential failure of the device to charge for defibrillation therapy. As a result, defibrillation therapy may be unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.